Event description:
Additional information was received on (B)(6) 2012 when it was reported that after the full revision surgery on (B)(6) 2012 the patient's lead impedance was "ok".

Event description:
On (B)(6) 2012, it was reported that during system diagnostics performed that day, high impedance was observed with an impedance value > 10,000ohms. During the last follow-up in (B)(6), the impedance was ok. No trauma occurred that could have caused or contributed to the high impedance. The device was disabled and x-rays were ordered. Although surgery is likely, it has not occurred to date. Good faith attempts for further information are underway but have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 when the patient's programming history was received. Review of patient programming history confirmed high impedance first detected on (B)(6) 2012. Last good diagnostics on (B)(6) 2012 showed 2251 ohms and the patient's settings were output=1.5ma/frequency=30hz/pulse width=500microsec/on time=30sec/off time=3min. The device was disabled on (B)(6) 2012. A full revision surgery took place on (B)(6) 2012 due to high impedance and prophylactic generator replacement. It was reported that the hospital will not return the explanted products. During surgery a lead fracture was observed in the lead body.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.